Manufacturer narrative:
Device evaluated by MFR. Method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis without the hub of the device. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, bunched and flattened. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken 142cm proximal to the bumper tip. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The hub of the device was not returned with the product for analysis. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found the midshaft severely stretched and the port bond twisted and also stretched. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgement inside the patient occurred. The 90% stenosed target lesion was located in mildly tortuous and moderately calcified distal right coronary artery. A 28mmx2.50mm promus premier drug-eluting stent was selected to treat the lesion. As the physician pushed the device harder, the stent got detached. A non-bsc guide extension catheter was carefully removed so as not to pull out the guidewire. The dislodged stent was then retrieved back into the guiding catheter using a snare. The dislodged stent and guiding catheter were completely removed together from the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The 90% stenosed target lesion was located in mildly tortuous and moderately calcified distal right coronary artery. A 28mmx2.50mm promus premier drug-eluting stent was selected to treat the lesion. As the physician pushed the device harder, the stent got detached. A non-bsc guide extension catheter was carefully removed so as not to pull out the guidewire. The dislodged stent was then retrieved back into the guiding catheter using a snare. The dislodged stent and guiding catheter were completely removed together from the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.